Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer had no delivery issues on their insulin pump. The customer stated their blood glucose reached 24 mmol/l from the no delivery issues on their insulin pump. The customer stated they went to the hospital and was kept for observation until their blood glucose declined. Customer declined to troubleshoot for their no delivery issues. No additional information provided.